Event description:
It was reported that when the surgilav handpiece set was removed from its packaging, the tip was broken off. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that when the surgilav handpiece set was removed from its packaging, the tip was broken off. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was evaluated and the reported event was confirmed. A definite root cause could not be determined. The device was scrapped at the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. Device not yet received.